Manufacturer narrative:
Follow-up # 1: 09/28/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/08/2015 with the following findings: the complaint could not be confirmed or duplicated as the black box data from the time of the complaint had been overwritten. The black box present showed no evidence of short battery life. Current draws measured within specifications. Unrelated to the original complaint, during a visual inspection of the pump it was noted that the battery compartment was cracked. The pump case was removed and there was no evidence of moisture or loose components found within. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.